Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
Prior to utilizing the product for the procedure, the physician noticed a poor suspension of glue in the ethiodized oil. There was no pt injury reported with the event.